Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26feb2025. It was reported that shaft leak occurred. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During preparation, the fluid was leaking through the balloon port and shaft leak was noted. The procedure was successfully completed using original method and/or device. No patient complications were reported. However, device analysis revealed a pinhole 6mm from the tip.